Event description:
Follow-up info on 27th oct 2000: analysis result received.

Event description:
Surgical removal of needle (needle injury). Chronic back pain (back pain). Case description: it is reported that pt had to have a needle removed from inside the arm under local anaesthetic in the accident and emergency department of a local hosp. Furthermore, pt has had back pains since the needle injury, probably due to stress associated with the failure of the needle. Further info of the needle has been requested.

Event description:
Follow0up info received on 11 december 2000: the needle in question has not been used before, nor had it been used with other devices. The surgical excision of the broken needle took place in 2000. The pt's back pain lasted about 4 weeks but has now gone.

Event description:
Follow-up info received on 11/15/00: the pt, who has had diabetes for 8 yrs, used insulin needle in the usual fashion without any force. The needle broke off subcutaneously and required eventual surgical excision under local anesthetic, which was done 3 days after the event date. Pt is left with a small scar. As sequelae to the broken needle and the removal of this, pt has been having back pain.